Event description:
A us distributor contacted zoll to report that battery charger sn (B)(4) was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The transient voltage suppressor component d1 was internally shorted. The cause of the resets and the inability to charge a battery pack is the shorted component. The root cause for the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.